Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a health care professional regarding a patient who was receiving morphine 20 mg/ml at a dose of 2 mg/day, bupivacain 2mg/ml at a dose of 0.2 mg/day via an implantable. The lot numbers, concomitant medications were not obtainable. The patient¿s medical history included diabetes and ¿fbss¿/failed back syndrome. The implant date, (B)(6) 2008, was reported as approximate. Reportedly the patient was scheduled for surgery on (B)(6) 2015 to replace the pump because it was almost at the elective replacement indication (near to eri 33 days to eos). During a pre-op interrogation on (B)(6) 2015, a ¿pop-up¿ of a motor stall was noted. It was reported that the patient did not have any underdose symptoms. However, it was also reported that the patient was ¿very bad¿ the last two weeks. The patient suffered from pain and she could not move at all for two weeks. She also experienced drug abstinence due to the motor stall. Further interrogation of the logs noted the pump rotor was stopped/stalled on (B)(6) 2015 at 20:16, a recovery on (B)(6) 2015 at 03:24, a stall again on (B)(6) 2015 at 14:31 and a stall may exceed tube set/more than 48 hours, since (B)(6) 2015 at 14:31, and the alarm was running. The principle suspicion for the motor stall was having bupivacain inside the pump. At the time of the report the patient's status was reported as alive-no injury. Additional information was requested to clarify if the eri was reached as eos was reported as 33 days and if and when the active alarm was heard. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The pump was noted to have delivered morphine 20 mg/ml at a dose of 2 mg/day, bupivacaina 2.5 mg/ml at a dose of 0.25 mg/day via the implantable pump. Analysis revealed that the pump had motor shorting of the external motor posts. After the electrical chemical migration (ecm) found between motor posts was removed the coil resistance measured 487 ohms.

Manufacturer narrative:
(B)(4).

Event description:
On 11-12-2015 additional information was received from the health care provider and patient via the representative indicating that the pump was going to be replaced on (B)(6) 2015 because the eri was going to come up. The surgery was already scheduled before the eri came up; however, on the date of the surgery, the representative saw in the theater that the pump was with a motor stall. The representative advised to the physician in order to avoid any overdose. When the patient was asked if she had heard the alarm, she answered that she heard the alarm but she thought it was because the pump was going to be replaced. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.